Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple stations in the emergency room were in disconnected mode. A technical support specialist (tss) remotely accessed the station and observed that it was in disconnected mode with patient data not current. The tss then connected to the application server and identified that the database server was offline, preventing communication with the database. The tss informed the customer and coordinated with the hospital information technology team to address the database outage. After confirmation that the database server was restored, the tss continued monitoring and proceeded with recovery actions by performing database backup by knowledge article titled disaster recovery procedure for medstation es (new process), generating an inventory report, and completing a manual full synchronization of the station. The tss ensured that all required services were restarted, reenabled data processes, rebooted the device, cleared server-side errors, and verified that the station returned to normal operation. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server multiple stations in the ER were operating in disconnected mode despite all stations appeared online in remote smart service (rss). The customer indicated that the issue was affected multiple facilities. Additionally, the customer was not aware of any hit downtime or scheduled maintenance that could explain the communication disruption. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.